Event description:
Boston scientific received information that during a routine follow up it was noted that the device longevity displayed <.5 years remaining. Further check of the device without changing the settigns displayed that device had two years of life remaining. The pacign thresholds were hight, and the patient had an underlying conducted atrial fibrillation with approximately 9% ventricular pacing. A follow up was discussed to further review this device and a possible replacement procedure to be scheduled. At this time the devie remains implnated. No adverse patient effects were reported.

Manufacturer narrative:
A memory dump was reviewed by technical services. Technical services noted that any slight fluctuations in lead impedances will result in the device switching bins for longevity remains calculations. Technical services noted that it was possible that lead impedance measurements caused the device to re calculate longevity remaining during the follow up session, resulting in a change in longevity remaining from < .5 years to two years. At this time no further information is available and this device remains implanted. There was additional allegations when it comes to the device.

Manufacturer narrative:
Should additional information become available this investigation will be updated.